Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that on the first deployment attempt at 80%, when the temporary pacemaker was turned off, the valve dislodged into the ascending aorta. A procedural delay occurred due to the need to prep and load a new valve. Per the physician, patient anatomy was not a contributing factor to the infold, the un-uniform recapture of the valve while in the ascending aorta caused/contributed to the infold. No adverse patient effects were reported.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. Per the physician, patient anatomy did not contribute to the dislodge, however, the temporary pacemaker turning off prematurely, contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implanting team was aiming for -3 millimeter¿s on the non-coronary cusp (ncc), but did not get a chance to assess the left coronary cusp (lcc) implant depth due to the pacemaker being turned off. Additionally, a non-medtronic (lunderquist) guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011733847); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%, but was recaptured into the delivery catheter system (dcs) due to an unknown reason. Upon the second deployment attempt, an infold was observed in the valve frame. The valve was recaputred and withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted. It was noted that the infold was likely from the first recapture. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0011733847, use by date: 2025-04-13, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%, but was recaptured into the delivery catheter system (dcs) due to an unknown reason. Upon the second deployment attempt, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted. It was noted that the infold was likely from the first recapture. No adverse patient effects were reported. Additional information was received that on the first deployment attempt at 80%, when the temporary pacemaker was turned off, the valve dislodged into the ascending aorta. A procedural delay occurred due to the need to prep and load a new valve. Per the physician, patient anatomy was not a contributing factor to the infold, the un-uniform recapture of the valve while in the ascending aorta caused/contributed to the infold. No adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. Per the physician, patient anatomy did not contribute to the dislodge, however, the temporary pacemaker turning off prematurely, contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implanting team was aiming for -3 millimeter¿s on the non-coronary cusp (ncc), but did not get a chance to assess the left coronary cusp (lcc) implant depth due to the pacemaker being turned off. Additionally, a non-medtronic (lunderquist) guidewire was used during the procedure. No adverse patient effects were reported.